Manufacturer narrative:
The customer¿s strips and meter were returned for investigation. Control ranges: level 1: 30-60 mg/dl, level 2: 261-353 mg/dl. Results: level 1: 45 mg/dl, 45 mg/dl, 45 mg/dl, level 2: 307 mg/dl, 308 mg/dl, 299 mg/dl. All returned results are within acceptable range. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant glucose result with accu-chek inform ii meter serial number (B)(4) when compared to another accu-chek inform ii meter serial number (B)(4). At 4:45 p.m. The (B)(4) meter result was 40 mg/dl. At 5:31 p.m. The (B)(4) meter result was 42 mg/dl and at 5:35 p.m. The (B)(4) meter result was 97 mg/dl. It was noted that the patient was asymptomatic to the lower results and that the result of 97 mg/dl was believed to be correct. The patient was not treated.